Manufacturer narrative:
The explanted device was not returned to edwards for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Based on the information we received, valve size selection and patient anatomy may have played a role.

Event description:
It was reported that a patient had a valve that was explanted at implant due to a perforation of the non-coronary sinus with the stent. It was reported that "upon tying the sutures in the non-coronary annulus, the aortic wall [was] upon itself and the valve stent strut perforated the upper third of the noncoronary sinus of valsalva and exited the wall." The valve was explanted and the perforation was repaired. It was further reported that the surgeon attempted to sized with a smaller 23 mm valve and the stent still angulated in the area of the perforation. The wall of the aorta was quite friable in the area of the repair; therefore, an aortic root bioprothesis was implanted (modified subpulmonary approach) in order to use the intact noncoronary sinus to further reinforce the wall of the native noncoronary sinus of valsalva. The patient was brought to the cardiac surgical unit (csu) in stable condition.